Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report where it was claimed that the unit did not provide a audio tone. The caller confirmed no patient involvement.